Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the issue in the fault logs "fault code # 63". However, the fse was unable to duplicate any issue when stressing monitor assembly, exercising iabp on a catheter and cycling through different buttons on the touchscreen at different times. The fse dissembled the touch screen and thoroughly cleaned. All electrical connections to pcb were re-seated. The coiled cable connector was cleaned with flux remover cleaner. Touch screen was then reassembled and re-calibrated. Both display & touch screen tests passed in the service mode. Subsequently the fse complete system check out, performed with full calibration, functional testing and electrical safety checks to factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by the customer that during use on a patient, the screen was frozen (not functioning) in the cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to the patient and no adverse event was reported

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6, h10.